Event description:
It was reported that the patient presented for a scheduled device change. During the procedure, it was noted that the lead could not be inserted into the device header. The device was examined, the coil was protruding from the device body into the header. The device was not used, and a new device was implanted. The patient was discharged.